Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The cause of the low pump flow was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant in the us had a rp support in which the flows were low. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.